Event description:
It was reported to boston scientific corporation that an active cord was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, cautery could not be achieved inside the patient's colon. No error codes were reported. The active cord was replaced, which resolved the issue, and the procedure was completed with the same electrosurgical generator, foot switch, grounding pads, and polypectomy snare. The active cord was removed from service, and it was confirmed that the generator and foot switch have been used successfully in procedures since this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The complainant was unable to provide the suspect device batch/lot number; therefore, the device manufactured date is unknown. (B)(4) for the reported event: cord failed to transmit current. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.